Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a (B)(6) female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's concurrent conditions included back pain, right lower quadrant pain, abdominal pain, ovarian cyst, nausea, dysfunctional uterine bleeding, urinary incontinence, stress, painful periods, night sweats, hot flashes, hypermenorrhea and uterine bleeding. Concomitant products included esomeprazole from (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced premenstrual syndrome ("premenstrual syndrome"), 2 years 11 months after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and gastrooesophageal reflux disease ("gerd"). The patient was treated with ethinylestradiol; norgestrel (cryselle). At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, menorrhagia, premenstrual syndrome, anxiety, dysmenorrhoea and gastrooesophageal reflux disease outcome was unknown and the hot flush had not resolved. The reporter considered anxiety, dysmenorrhoea, gastrooesophageal reflux disease, hot flush, menorrhagia, menstrual disorder, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- (B)(6) 2011, a para cervical block was not performed, trailing coils: left: 3 right: 6, treatment received for pain, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received : new event were added :gerd and concomitant drugs were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.